Manufacturer narrative:
The investigation has been completed. The console (B)(4) was sent back for further investigation. The purge flag was intact, but the blue pressure disc retainer had glucose build up and was cracked. Although the purge pressure sensor was visibly clean upon inspection, fluid ingress on the purge pressure sensor¿s optical sensor could have momentarily impacted the purge pressure disc detection mechanism. The root cause of the inability to detect the purge disc was due to a broken purge pressure disc retainer/ fluid ingress in this particular component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.